Manufacturer narrative:
Updated fields: h2, h3, h4, h6, h11. Corrected fields: d7a, e4, h10. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: torn cable and cracked lens. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 2-lumen sphincterotome knife broke during energization. The issue was observed during a endoscopic sphincterotomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.